Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead, high threshold was observed in multiple positions. The lead was removed and replaced by a new one, however, the second attempted lv lead has the same issue with high thresholds. The second lead was also removed. The lv lead implant was abandoned. No patient complications have been reported as a result of this event.